Event description:
Customer reported an unexpected negative result when testing a patient sample with capture-r ready screen 3 (crrs 3) on the echo. Doctor's office stated that patient has a history of anti-jka and anti-fya.

Manufacturer narrative:
Upon review of the result files, cell #1 of the initial run appears to be weakly positive which is homozygous for jka and heterozygous for fya. Repeat testing by the gel method also produced weakly positive results with one homozygous cell, and negative results with all other homozygous and heterozygous cells. This issue was communicated to customers in technical communication cc-09-042-02 on november 25, 2009.